Event description:
It was reported that blood and air bubbles were observed in the valve of the sheath. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation using a faradrive steerable sheath clear, the sheath exhibited air and blood in the valve. The sheath was flushed and introduced into the patient after the transseptal puncture was done. When the dilator was removed, it was noticed that blood and air bubbles were present in the valve. The sheath was removed from the patient and replaced with another faradrive sheath to successfully complete the procedure. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that blood and air bubbles were observed in the valve of the sheath. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation using a faradrive steerable sheath clear, the sheath exhibited air and blood in the valve. The sheath was flushed and introduced into the patient after the transseptal puncture was done. When the dilator was removed, it was noticed that blood and air bubbles were present in the valve. The sheath was removed from the patient and replaced with another faradrive sheath to successfully complete the procedure. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve did not find any abnormalities. Blood residue was noted during inspection of the valve hub. Removal of the handle cap to inspect the internal components of the sheath found the valve hub to be partially uncapped with blood residue noted on the outside and inside of the valve hub. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the partially uncapped valve hub. The valve hub was properly reassembled with difficulty noted during reattachment of the hub cap. Pressure and vacuum testing were re performed after reattachment of the hub cap, and the sheath passed all leak testing.